Event description:
It was reported to philips that the device failed the defibrillation test. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device has a random failure when performing tests no patient involvement.